Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The view plate snapped in half.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirmed the reported breakage. The overall condition of the instrument indicates multiple usages. They exhibit burnishing wear indicated of extended usage. The devices exhibit a shade of yellow indicating they have been subjected to numerous decontamination procedures. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation determination of device wear from normal use and servicing as the root cause and no corrective action is being taken. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.